Manufacturer narrative:
(B) (4).

Event description:
Per the audiologist, the patient reported pain and dizziness with the use of the device and occasionally feels ¿electricity¿ at the implant site. The results of an integrity test done (B) (6), 2008 indicate multiple electrode anomalies. Explant is planned, but had not taken place at the time of this report may 28, 2009. The patient will not be reimplanted.